Event description:
A report was received that the patient underwent a revision procedure wherein the pocket was moved to the other side for an unknown reason. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patients revision procedure was due to difficulty charging the ipg because of its location.

Event description:
A report was received that the patient underwent a revision procedure wherein the pocket was moved to the other side for an unknown reason. The patient was doing well postoperatively.